Event description:
Follow up information indicated the patient's surgeons wants the patient to have a few injections first before any surgical intervention is taken. The system is functioning properly however the patient doesn¿t have any pain relief from it.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing adequate relief despite multiple reprogramming sessions. A company representative met with the patient for reprogramming and to check impedances and found zero impedances. The patient has requested surgery to explant the scs system.